Event description:
It was reported that the 9800 system displayed a "lift switch stuck" error and a "low ma" error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the c-arm backplane and performed a high voltage supply regulator pcb waveform setup. The system was tested and found to be working as intended and placed back into service.